Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 60 mg/dl and the customer passed out. Subsequently, the customer¿s head was hit due to passing out. The cause for the reported issue was not known. Paramedics were called and the customer was treated with unspecified intravenous fluids. Recommendation was made to consult with a healthcare provider to discuss diabetes management.